Event description:
It was reported that during gastric bypass roux-en-y procedure, after the second firing, the surgeon found unaligned staple formation (malformed and unformed). The surgeon oversewed the staple line. The surgeon then checked the first staple line and found malformed staples as well. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Handles open. Eval summary: the analysis results showed that the device was received with the handles open and without a cartridge loaded in the device. However, three cartridges were received inside the bag, fully fired and in good visual condition. The device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the handle became open, it should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipment. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.